Manufacturer narrative:
Event date: date of article publication duplex-guided versus conventional percutaneous transluminal angioplasty of iliac tasc ii a and b lesion: a randomized controlled trial annals of vascular surgery (2019) 55: 138¿147 10.1016/j.avsg.2018.07.047. If information is provided in the future, a supplemental report will be issued.

Event description:
This article evaluates whether doppler ultrasound (duplex)-guided pta (dupta) is as effective as an alternative for chronic kidney disease patients as conventional pta in the treatment of iliac arterial stenotic disease due to the possibility of contrast-induced nephropathy after utilization of contrast (nephrotoxic). Patients were randomized in a 1:1 ratio and treated with either dupta (dupta group) or conventional pta (control group) based on computer-generated random numbers. 70 patients were assigned to the pta group with 80 limbs treated, and 72 patients were assigned to the dupta group with 85 limbs treated. Admiral xtreme pta balloons and scuba renal stent systems were among those chosen. Balloon diameters, stent sizes, and length were selected based on stenotic segment measurements utilizing duplex. Under duplex visualization, pta balloons were inflated using an inflation device and stents deployed. To exclude any potential distal embolization the infrapopliteal arterial segment was examined using duplex. Manual compression was applied for at least 10 min after removal of the endovascular materials. The puncture wound was dressed in compression bandage. The dupta group showed a technical success rate of 96.5%, whereas the conventional pta group had 98.8% success rate. Complication rate in the conventional pta group was 3, whereas the dupta group had 5 complications . None of the complications were correlated with the imaging technique, but rather with the pta procedure itself. Complications within the pta group are reported as dissection evident after 30 days post-op, not flow limiting, dissection + thrombus of the common femoral artery requiring urokinase treatment, and stenosis of the common femoral artery due to closure device pta. Complications within the dupta group are reported as: pseudoaneurysm of the common femoral artery, luxated atheroma of the common femoral artery requiring embolectomy, acute occlusion requiring cerab procedure, stenosis of the common femoral artery due to closure device, dissection of the common femoral artery requiring endarterectomy). A total of 12 reinterventions were required in the dupta group (8 within the first year), and 6 in the pta group (4 within the first year). Within the first year after intervention 4 patients died, 2 in each intervention group. None of the mortalities were related to the intervention or to the development of renal failure.